Manufacturer narrative:
On march 20, 2023, mentor received additional information regarding the date of event, the patient's age at the time of event, and the capsular contracture's baker grade level. It was reported that the date of event was january 10, 2023. The patient's age at the time of event was reported to be 65 years old. The capsular contracture's baker grade level was reported to be baker grade 4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent a breast augmentation revision with two unspecified smooth saline breast prostheses and experienced bilateral capsular contracture (baker unknown) post-operatively. The patient reported that her breasts were hard and painful. As a result, the patient underwent explantation on (B)(6) 2023. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left side device.